Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro aneurysm interventional procedure using an 8f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with two prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported difficulty removing the suture could not be confirmed as the returned suture was successfully removed from the suture bearing with no resistance encountered. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis indicates the reported difficulty is likely related to an interaction with the patient anatomy or friable femoral vessel, such that the device was pulled out with the knot formed. Friable tissue can result in the suture remaining in the suture bearing as the suture would not be adequately anchored to the vessel wall to provide the resistance required to pull the suture from the suture bearing during device removal post suture deployment steps 1- 4. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with the first prostye device. During use of the second prostyle, the suture was deployed as intended, however during retraction of the device, the suture was stuck on the suture bearing and the suture came out with the device when it was removed. No additional information was provided.